Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: IV needles are not retracting appropriately posing a risk to staff. On device that do not retract the blood occlusion device does not seem to be working. Customer response on (B)(6) 2025. Good afternoon, I unfortunately do not have exact dates of use. Regarding the samples, they would be difficult to track down as most of the IV's from the lot seem to work. I have staff saying roughly once a week that they find one IV that is not working. Until we use them, we are unable to figure out which ones are faulty. Then, once used, we need to discard them based on company policy. Customer response on (B)(6) 2025. No patient harm, injury, complication or negative outcome occurred as a result of the event.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.